Manufacturer narrative:
(B)(4). This complaint for a user error - failed to follow therapy steps was not confirmed. The root cause is that the patient connected a drain line extension during therapy. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
The home patient (hp) contacted baxter's technical service center regarding connecting drain line extensions on the homechoice (hc) during drain 1. The hp stated she was trying to connect a drain line extension; however, after she connected, she was having trouble starting drain 1. The baxter technical service representative (tsr) explained that the hp should not add lines in the middle of therapy due to increased risk of contamination. The tsr had the hp end therapy so that she could start over with new supplies. There was no patient injury or medical intervention.